Event description:
Boston scientific crm received information that this right atrial (ra) lead displayed undersensing and high threshold measurements. A chest x-ray was performed, and the ra lead had become dislodged. To date, no adverse patient effects were reported. A lead revision procedure has been planned. No additional information is available at this time. If additional information becomes available, this event will be updated. It was confirmed with berlin that, despite the event stating this lead would be revised at a later date, an explant date has been provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.